Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained from vitros total thyroid control (ttc) fluid when tested using vitros tsh reagent lot 6215 on a vitros 5600 integrated system. The most likely cause of the higher than expected vitros tsh results is an instrument issue, caused by an issue with the well wash subsystem. An instrument issue was first observed by the customer when a vitros tsh precision test failed. An ortho fe went on site and replaced the microimmunoassay proboscis, cleaned the final well wash level sense, verified level sense operation, performed aspirate and dispense tests, and processed a passing final well wash performance test. Following ortho fe actions, a post-service precision test confirmed that fe actions had returned the instrument to expected operation. A vitros tsh reagent issue is not a likely contributor to the event, as historical qc fluid results and post service qc fluid results indicated acceptable vitros tsh reagent performance. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh lot 6215.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected vitros thyroid stimulating hormone (tsh) results obtained from vitros total thyroid control (ttc) quality control (qc) fluid when tested with vitros immunodiagnostic products tsh reagent on a vitros 5600 integrated system. The customer was performing a precision test to verify of the performance of the instrument. Ttc l1 lot 0770 vitros tsh lot 6215 results of 0.381, 0.219, 5.473, 0.134 miu/l versus the expected result of 0.069 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros tsh results were obtained when the customer was processing a non-patient fluid. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).